Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned. The philips remote service engineer (rse) analysed the system remotely and confirmed that during the exam customer manually moved the c-arm around the foot end of the table but once it was down there, customer could not move the c-arm anymore. After which, customer resolved the issue, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without any interruption by manually moving the c-arm around the foot end of the table. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the c-arm was not moving. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.